Event description:
It was reported that the 9600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call.